Event description:
Patient with lvad therapy x 39 months, and vad exchange 14 months prior, develops pseudomonas driveline infection requiring 3 weeks IV antibiotics. No bacteremia. No need for surgery or procedure at this event.